Event description:
The affiliate reported that after implantation, it was found that the valve was not patent. In addition, the plastic at the end was loose and broke through the outer casing. As a result, a revision was required.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Please be advised that the lot number is cldb8b and not h20282546416 as previously reported. Upon completion of the investigation, it was noted that the valve was visually inspected and no defects were noted, the connectors were in place. The valve and siphonguard were irrigated and no occlusions were noted. During the leak testing, a leak was noted at the proximal connector. The connector was pulled out of the silicone housing and no defects were noted with the connector or the silicone housing. The silicone has taken the form of the connector. The leakage could be due to incorrect handling, but this could not be confirmed. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
On (B)(6) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
It was reported that the valve was originally implanted in (B)(6) of 2011. A revision was required and the valve was found to not be patent. In addition the plastic at the end was loose and broke through the outer casing. On (B)(6) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury. This report is being filed from malfunction to serious injury.

Manufacturer narrative:
It was not possible to investigate the complaint as the sample was lost in transit. If the sample is found in the future, this complaint will be re-opened and evaluated. The device history record review was not possible as the lot number was unknown. Lot # h20282546416 is invalid. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.